Event description:
It was reported that during an atrial fibrillation ablation procedure, a fluid leak from the catheter handle and a break in the luer extension tubing were noted. While the physician was ablating with the therapy cool flex ablation catheter, he noted fluid leakage from the catheter handle and realized the catheter luer extension tubing was broke. The catheter was removed from the pt and a new catheter was used to complete the procedure. The pt's status post-procedure is good.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental med watch will be filed.